Manufacturer narrative:
Correction: the initial MDR submitted on october 24, 2023, was filed inadvertently. The device was explanted on (B)(6) 2023. This report is submitted on october 24, 2023.

Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to device exposure through the skin. Reimplantation is planned but had not taken place at the time of this report.